Event description:
It was reported that a piece of the licox catheter remained in the pt as evidenced by a post surgical cat scan. The cat scan tools allowed the surgeons to estimate that the artifact was located at a position very close (within a millimeter) to the end of the introducer and its associated stylet. The tools could also estimate that the artifact was less dense than metal, more dense than bone and closely matched the density of the indwelling ventricular catheter located in the other hemisphere. The surgeons stated, that they use the licox drill, but they often open the dura using the drill or the stylet and on occasion they will use a #11 blade. As per the directions for use, "care must be taken when penetrating the inner table of the skull, to prevent damage to the dura or brain. Remove the drill and rinse the hole with sterile isotonic solution. Incise the dura carefully with a number eleven (#1) blade, securing hemostasis as necessary." Further info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.